Manufacturer narrative:
Upon follow up it was reported the patient was discharged from the hospital (unreported date) and was recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date the patient was discharged from the hospital and was recovering from this peritonitis event. Physioneal and extraneal therapies were ongoing. No additional information is available.